Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a gradual decrease in hearing performance with the device over the past couple of years. He is no longer able to understand speech or talk on the phone. There was no accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the available information, it seems likely that the reported problems were the result of bone growth around the reference electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a gradual decrease in hearing performance with the device over the past couple of years. He is no longer able to understand speech or talk on the phone. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information from the field, the reported decrease in performance is seems to be related to the increased ground path impedance, which is very likely caused by bone growth around the reference electrode contacts. No date for a possible re-implantation date has been received yet.

Event description:
The recipient reported a gradual decrease in hearing performance with the device over the past couple of years. He is no longer able to understand speech or talk on the phone. There was no accident or trauma reported. Re-implantation is considered but no date has been set yet.